Event description:
Reportedly a 6-8 cm piece of a yankauer tip broke off during suctioning into a pt's distal femoral canal.

Manufacturer narrative:
Actual sample was not returned for eval. Complaint trending indicates this is a rare occurrence.